Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -9.50/0.5/108 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2019. The patient experienced refractive change overtime. Lens remains implanted. Cause of event was unknown.

Manufacturer narrative:
B5: per updated information the lens was exchanged for a different power lens and the problem resolved. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).